Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set was clogged. The following information was provided by the initial reporter: "the needle is paused".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/28/2020. H.6. Investigation: bd received one (1) sample and three (3) photos from the customer for investigation. Upon review of the photos and sample, there is a bd push button blood collection needle with the IV needle and protector retracted inside the housing barrels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set was clogged. The following information was provided by the initial reporter: "the needle is paused".